Event description:
It was reported to philips the device showed a monitoring failure error message while monitoring a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The device was evaluated by the customer biomed with assistance from a philips remote service engineer (rse). The rse had the biomed run another operational check and it passed. The rse advised the biomed to leave the heartstart mrx out of service overnight to make sure it passes the daily internal check at midnight and, if it passes, the device can be returned to service. The customer later confirmed resolution with the rse that the device was tested all week with no errors. The customer stated the device was returned to service. No parts were replaced. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed a monitoring failure error message while monitoring a patient.